Event description:
The doctor was injecting contrast with the control syringe within the kit when the handle on the syringe broke and cut the doctor's hand. This caused a deep wound in the palm of his hand.

Manufacturer narrative:
Remaining information was unattainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.